Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 09/18/2019. A review of the device history record (DHR) confirmed that the cartridge lot passed release specifications. Retained and returned cartridge testing of act celite cartridge lot r19123a met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ad (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for act celite cartridge lot r19123a.

Event description:
Na.

Manufacturer narrative:
(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 07/11/2019, abbott point of care was contacted by a customer regarding act celite cartridges that yielded unexpected results on a (B)(6) year old female patient admitted for vascular/cardiac catheterization procedure. There was no additional patient information available at the time of this report. Return product is available for investigation. (B)(6). There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. There is no explanation as to how the results would go from 150 to 122 seconds in 8 minutes, after heparin dose. The procedure was completed, and the patient was later discharged. The investigation is underway.